Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "bad downstream pressure transducer" which was reproduced as a constant downstream occlusion alarm. During the eval, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream sensor was replaced. Se scanned page.

Event description:
It was reported that a spectrum pump had a "bad downstream pressure transducer." It was also reported there was no pt injury.